Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 455 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer was "a bit out of it" and tripped and fell, hitting their face. Customer administered a correction bolus via the pump as well as a correction injection to address the bg. Customer declined further troubleshooting, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.